Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. After one activation, the system did not work any more, cables and power supply have been changed. No success. Opened another set without problems, operation was successfully finished. There was no harm to the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Trackwise ID # (B)(4).

Event description:
N/a.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. After one activation, the system did not work any more, cables and power supply have been changed. No success. Opened another set without finished. There was no harm to the patient problems, operation was successfully.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 06/02/2022. An investigation was conducted on 06/09/2022. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the harvesting device. The heater wire was observed to be slightly flexed away from the hot jaw at the center but remained attached at the base and tip of the hot jaw due to normal clinical use. The clear silicone insulation was observed to be intact, with no visual defects observed. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU cv000006999) with a reference cable and reference power supply vh-3010 at level 2.5. . The device did pass the pre-cautery test; it did produce any visible steam initially. An engineering evaluation was conducted on 07/27/2022 that identified the root cause of the "electrical issue". During the first pre-cautery test, I kept the hp2 device activated until the internal polyfuse deactivated the device after 31 seconds which is normal. After allowing the hp2 device to cool for several minutes, I preformed the pre-cautery test a second time and the device failed to activate and heat up. Also, it was observed that the normal clicking sound made by the switch¿s internal contacts did not occur. Additional attempts to activate the hp2 device failed. The handle of the hp2 device was open and the lever on the switch was found to be bent. The hp2 device was intermittently failing to deliver energy due the bent switch lever. A training was conducted for the assemblers to be cautious with the lever and inspect prior to assembling and to check components prior to assembling them. Based on the returned condition of the device and the evaluation results, the reported complaint for failure "electrical issue" was confirmed. The lot # 25162389 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.